Event description:
The dr applied the fixator on june 24, but did not utilize the torque wrench provided to tighten the cams on the fixator. On june 25, it was noticed that the proximal ball joint has loosened and slipped out of position after the pt had increased activity but was not weight bearing. On june 27, the pt was brought back into surgery and while pt was under anesthesia, the dr re-reduced the fracture and applied a new fixator of the same model. The dr did utilize the torque wrench to tighten the cams on the second fixator. The fixator was applied successfully and the pt is expected to heal as desired.